Manufacturer narrative:
Associated complaint filed on 3012307300-2019-00235.

Event description:
Information was received that the cadd pump hole in the line. Patient felt more short of breath. Patient will discuss tomorrow with care provider. Also noted the seems to drain the battery faster than any other pump. Replacement pump being sent. Strength: 1.5 mg. Dose or amount: 9 ng/kilogram/minute. Frequency: continuous. Route: intravenous. Dates of use: from 2018 to current. No longterm adverse patient effects.

Event description:
Additonal information provided by the customer: patient information, event date, serial number, and no reported adverse effects.